Event description:
It was reported by the rep that the device was used during a gastroduodenostomy. It was reported the circular stapler tore through the posterior wall of the anastomosis. The case was finished by hand suturing the anastomosis complete. There was not consequence to the pt.